Manufacturer narrative:
As reported, the doctor used a 6f-7f mynxgrip vascular closure device (vcd) after percutaneous coronary intervention (pci) case and tried to stop the bleeding, however, the white tube tip was damaged and could not enter the sheath. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. There was little vessel tortuosity and little presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved with another mynx device. The patient was not hospitalized nor was the patient's hospitalization was extended as a result of the event. The patient recovered after the event. There was no reported patient injury. The device was returned for analysis. A non-sterile 6f/7f mynxgrip vascular closure device was returned for investigation. Per visual analysis, the shuttle was engaged to the handle, the sealant and the advancer tube remained in the manufacturing position. The syringe was attached to the device. The distal tip of the atraumatic wire was slightly bent as received. It was reported that the white tube tip was damaged, and the device could not enter the sheath, however, without the return of the sheath, an evaluation of any damages on it that could have obstructed device path or damaged the ¿tip¿, could not be made. Per functional analysis, an applicable 6f procedure sheath was used to perform an insertion test. The device was able to advance through the sheath, without any friction or resistance, even though the ¿white tube tip was damaged¿. Per microscopic analysis, the catheter was viewed under high magnification and showed that the distal tip of the atraumatic wire was slightly bent. A product history record (phr) review of lot f2013402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively be determined. The returned device performed as intended, even though the white tube tip was damaged, and was able to be advanced into a sample sheath. Procedural and/or handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, flush the procedural sheath with sterile heparinized saline. The IFU also instructs if using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm. The user is also instructed to flush the procedural sheath with sterile heparinized saline. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated d8,d9,g4,g7,h1,h2,h3,h6 this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot#f2013402 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor used a 6f-7f mynxgrip vascular closure device (vcd) after percutaneous coronary intervention (pci) case and tried to stop the bleeding, however, the white tube tip was damaged and could not enter the sheath. There was no reported patient injury. The device will be returned for evaluation.